Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating oversensing due to emi (electromagnetic interference)/noise. Several high rate nonsustained episodes collected due to emi.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited occasional oversensing due to possible interference from the neuro stimulator. A lead integrity alert (lia) triggered for sensing integrity counter (sic) and high rate non-sustained episodes. The neuro stimulator was turned off. The device remains in use for continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.